Manufacturer narrative:
The insulin pump received with critical pump error and broken force sensor error was present in the long trace file due to corrosion on force sensor assembly. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to critical pump errors. Unable to verify audio/beep anomalies due to critical pump error. Device received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, slightly peeling keypad overlay at top left corner and moisture damage on motor assembly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error 35. The customer was unable to clear the alarm. Customer's blood glucose level was 144 mg/dl. The insulin pump was beeping every 30 seconds. The customer was unable to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.